Event description:
Additional information was received which confirmed that the replacement surgery occurred on (B)(6) 2013. Product return attempts were made; however, it was stated that explanted devices go through risk management and are then discarded. No additional information has been provided.

Event description:
It was reported by the physician's office on (B)(6) 2013 that high lead impedance was observed on a system diagnostic test performed that day for the patient. It was also reported that the battery was 'low' according to the physician, which most likely refers to the ifi indicator being seen. It could not be confirmed if the patient's device was programmed off after the high impedance was observed, but it was stated that this was typically done whenever high impedance is seen. No known trauma and no changes in seizures or stimulation perception were noted as the patient was unaware of the issue. X-rays were taken of the patient; however, they will not be sent to the company for review and an analysis of the images was not provided. It was reported that the patient is scheduled for surgery on (B)(6) 2013. Per the physician's site, no additional information will be provided as it is against the university hospital's policy. No exact programming or diagnostic history were provided. A programming history review was performed; however, the last available data was from (B)(6) 2011. Attempts have been made for the lead model and serial number; however, they have been unsuccessful. No additional information has been provided.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.